Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severely tortuous mid right coronary artery (rca). The physician attempted to place a 3.5x20mm taxus element stent, but was unable to cross the lesion. The distal edge of the stent was found to be lifted. The procedure was completed with another 3.5x20mm taxus element stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).